Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that patient faced infusion set leaking insulin during bolus deliveries. Usually happens second day after set is applied. No further information available.